Event description:
The problem involved the rubber stopper located in the port for injection. On two occasions: 1) pt is having a bolus reopro during a cath procedure. 2) pt is undergoing a rapid sequence intubation. In each case the stopper shifted down and prevented flow of drug.

Event description:
Add'l info rec'd from MFR 8/13/2004: MFR conducted a review of complaint system and did not locate a corresponding complaint for this product code and lot number. MFR conducted a second review of complaint system on the product code 2c6537 without the lot number and found that they did have previous complaints with a problem of 'inverted septum'. Inversion of the septum is usually caused by one or a combination of the following conditions: exaggerated cannula insertion technique. The cannula is inserted at the swage rim using a "scooping" motion, instead of, accessing the center of the septum at a straight angle. Hydraulic lock. This is caused by incompressible fluid being trapped in a restricted space. This scenario can exist when the interlink injection site is attached to a stopcock and the plug "off" position is rotated to the port that the injection site. If the site is completely primed (free of air) and the cannula is introduced off center, then the propensity for septum inversion is possible. The cannula is inserted off center. The cannula is inserted away from the slit due to improper user technique or an off centered slit. High swage height. The retension of the septum in the housing is dependent on the material being compressed around the septum. If the proper compression is not obtained, the septum may invert when accessed. Soft septum. The harder the septum the less likely that septum dislodgement will occur. The original septum contained natural rubber and was manufactured by the west company. In q1 of 1996, the natural septum conversion to a latex free formulation was completed for interlink access sites. This synthetic formulation is slightly softer than its natural rubber predecessor. Missing slit. The interlink cannulas require a pre slit septum for access, therefore, if the slit is not present, the force used to attempt to access the septum could cause an inversion. Type of cannula. The propensity for septum inversion may be increased with the use of the metal cannula in the becton dickinson twin pack (303390) or any other needle. Also the new bd blunt cannula (303345) may also increase inversions if the cannula is not properly centered in the interlink site. If the site is contacted off center, continued pushing against the septum may result in an inversion, however,gently redirecting the cannula may prevent this issue.